Event description:
The machine said "ventilator inop" and vent was in safety valve open mode. The sst was done in the vent prior to putting it on patient. The sst is a safety test that all vents go through and pass before being placed on a patient.